Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extended and retracted, and turns within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to extend the lead helix, but despite more than thirty turns, the helix would not extend. The physician attempted the helix again after inserting a straight stylet verses a curved stylet, but the helix would still not extend. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.